Manufacturer narrative:
Contaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant/migration of essure device location of device: uterus"), pelvic infection ("infection pelvic"), genital haemorrhage ("abnormal bleeding") and post procedural haemorrhage ("post removal vaginal bleeding") in a 39-year-old female patient who had essure (batch no. A27186/a27186) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: there were no fibroids or ovarian cysts seen,no ovarian cysts seen at this time. Previously administered products included for prevent pregnancy: trinessa. Concurrent conditions included menses irregular and ovarian cyst. Concomitant products included contraceptives for topical use and norlestrin fe (microgestin fe) from december 2012 to march 2013. On (B)(6) 2012, the patient had essure inserted. In december 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2014, 1 year after insertion of essure, the patient experienced crohn's disease ("crohns disease"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced migraine ("migraines") and the first episode of headache ("headache"). On (B)(6) 2014, the patient experienced arthralgia ("hip pain") and fatigue ("fatigue"). In 2015, the patient experienced nausea ("nausea"). In november 2015, the patient experienced vision blurred ("vision/eye problems type: blurry"). On (B)(6) 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced the first episode of muscular weakness ("legs give out") and the second episode of muscular weakness ("legs give out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), anxiety ("anxiety"), stress ("stress"), dizziness ("dizzy"), dyskinesia ("jerking"), vaginal discharge ("vaginal discharge"), muscle twitching ("twitching") and groin pain ("pinching in groin on right side"). On an unknown date, the patient experienced the second episode of headache ("headache"). The patient was treated with surgery (removal of the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic infection, genital haemorrhage, post procedural haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, crohn's disease, migraine, nausea, dyskinesia, dysmenorrhoea, vaginal discharge, alopecia, the last episode of muscular weakness and groin pain outcome was unknown, the abdominal pain lower was resolving and the anxiety, stress, dizziness, arthralgia, vision blurred, fatigue, the last episode of headache and muscle twitching had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, crohn's disease, device expulsion, dizziness, dyskinesia, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, menorrhagia, migraine, muscle twitching, nausea, pelvic infection, post procedural haemorrhage, stress, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of headache, the first episode of muscular weakness, the second episode of headache and the second episode of muscular weakness to be related to essure. The reporter commented: exam: there were 3 coils visualized in the left tubal ostia and 4 coils visualized in the right tubal ostia. The patient tolerated the procedure well. Diagnostic results: transabdominal and transvaginal ultrasound examination. A fibroid measuring 13 x 14 mm was noted and does appear to impinge on the cavity. Examination: ultrasound of the pelvis-transabdominal and transvaginal. Findings: uterus: the uterus is anteverted. It measures 9.0 x 5.1 x 4.9 cm. Endometrium: 4 cm. Essure stents. Are identified within the uterine most recent follow-up information incorporated above includes: on (B)(6) 2018: pfs received. Event added: muscle weakness, groin pain and post-procedural weakness. Concomitant medication added. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/migration of essure device location of device: uterus/ migrated to my uterus'), pelvic infection ('infection pelvic'), genital haemorrhage ('abnormal bleeding'), haemorrhagic ovarian cyst ('cyst that has bled on my right ovary'), post procedural haemorrhage ('post removal vaginal bleeding') and crohn's disease ('crohns disease/ crohns disease') in a 39-year-old female patient who had essure (batch no. A27186) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had a hard time placing the left coil". Medical conditions: there were no fibroids or ovarian cysts seen,no ovarian cysts seen at this time. Previously administered products included for prevent pregnancy: trinessa. Concurrent conditions included menses irregular and ovarian cyst. Concomitant products included contraceptives for topical use and ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from december 2012 to march 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2014, the patient experienced crohn's disease (seriousness criterion medically significant), 1 year after insertion of essure. On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced migraine ("migraines") and the first episode of headache ("headache"). On (B)(6) 2014, the patient experienced arthralgia ("hip pain/joint pain") and fatigue ("fatigue/ extreme fatigue"). In 2015, the patient experienced anxiety ("anxiety") and nausea ("nausea"). In (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems type: blurry"). On (B)(6) 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced the first episode of muscular weakness ("legs give out") and the second episode of muscular weakness ("legs give out"). On an unknown date, the patient experienced the second episode of headache ("headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhagic ovarian cyst (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), stress ("stress"), dizziness ("dizzy"), dyskinesia ("jerking"), vaginal discharge ("vaginal discharge"), muscle twitching ("twitching"), groin pain ("pinching in groin on right side"), feeling abnormal ("brain fog"), gastrointestinal pain ("bowel pressure that hurts"), musculoskeletal chest pain ("rib problem"), insomnia ("can't sleep"), flatulence ("gas pain"), procedural pain ("had a hard time placing the left coil- pain started out mild"), pain ("little achy"), dyspareunia ("pain after sex"), toothache ("throbbing toothache"), ulcer ("I got ulcers from taking so much aspirin for my pain"), procedural complication ("complications from surgery") and sleep disorder ("it took me a few nights to be able to sleep"). The patient was treated with paracetamol (pain relief) and surgery (robotic laparoscopic hysterectomy, salpingectomy, cyst removal (ovaries not removed)). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic infection, genital haemorrhage, haemorrhagic ovarian cyst, post procedural haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, crohn's disease, migraine, nausea, dyskinesia, dysmenorrhoea, vaginal discharge, alopecia, the last episode of muscular weakness, insomnia, flatulence, procedural pain, pain, dyspareunia, toothache, ulcer, procedural complication and sleep disorder outcome was unknown, the abdominal pain lower and musculoskeletal chest pain was resolving, the abdominal pain, anxiety, stress, dizziness, arthralgia, vision blurred, fatigue, the last episode of headache, muscle twitching, groin pain and feeling abnormal had resolved and the gastrointestinal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, crohn's disease, device expulsion, dizziness, dyskinesia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, gastrointestinal pain, genital haemorrhage, groin pain, haemorrhagic ovarian cyst, insomnia, menorrhagia, migraine, muscle twitching, musculoskeletal chest pain, nausea, pain, pelvic infection, post procedural haemorrhage, procedural complication, procedural pain, sleep disorder, stress, toothache, ulcer, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of headache, the first episode of muscular weakness, the second episode of headache and the second episode of muscular weakness to be related to essure. The reporter commented: exam: there were 3 coils visualized in the left tubal ostia and 4 coils visualized in the right tubal ostia. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: left coil in my uterus and right coil at the end of my tube mostly in my uterus. Hysterosalpingogram - on an unknown date: migrated to my uterus; on (B)(6) 2013: unilateral occlusion (right tube occluded). Ultrasound scan vagina - on (B)(6) 2016: device in endometrial cavity. Diagnostic results: transabdominal and transvaginal ultrasound examination. A fibroid measuring 13 x 14 mm was noted and does appear to impinge on the cavity. Examination: ultrasound of the pelvis-transabdominal and transvaginal. Findings: uterus: the uterus is anteverted. It measures 9.0 x 5.1 x 4.9 cm. Endometrium: 4 cm. Essure stents. Are identified within the uterine. Concerning the injuries reported in this case, the following one/ones were reported via social media: "bowel pressure that hurts, brain fog, rib problem, can't sleep, gas pain, had a hard time placing the left coil, had a hard time placing the left coil- pain started out mild, little achy, pain after sex and cyst that has bled on my right ovary, toothache, ulcer, procedural complication and sleep disorder. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 2-dec-2019: social media received. Events added: toothache, I got ulcers from taking so much aspirin for my pain, complications from surgery and it took me a few nights to be able to sleep. Event clubbed: hip pain/joint pain. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ("migration of implant/migration of essure device location of device: uterus"), pelvic infection ("infection pelvic"), genital haemorrhage ("abnormal bleeding") and post procedural haemorrhage ("post removal vaginal bleeding") in a 39-year-old female patient who had essure (batch no. A27186) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: there were no fibroids or ovarian cysts seen,no ovarian cysts seen at this time. Previously administered products included for prevent pregnancy: trinessa. Concurrent conditions included menses irregular and ovarian cyst. Concomitant products included contraceptives for topical use and norlestrin fe (microgestin fe) from (B)(6) 2012 to (B)(6) 2013. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2014, 1 year after insertion of essure, the patient experienced crohn's disease ("crohns disease"). On (B)(6) 2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced migraine ("migraines") and the first episode of headache ("headache"). On (B)(6) 2014, the patient experienced arthralgia ("hip pain") and fatigue ("fatigue"). In 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems type: blurry"). On (B)(6) 2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced the first episode of muscular weakness ("legs give out") and the second episode of muscular weakness ("legs give out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), anxiety ("anxiety"), stress ("stress"), dizziness ("dizzy"), dyskinesia ("jerking"), vaginal discharge ("vaginal discharge"), muscle twitching ("twitching") and groin pain ("pinching in groin on right side"). On an unknown date, the patient experienced the second episode of headache ("headache"). The patient was treated with surgery (removal of the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device expulsion, pelvic infection, genital haemorrhage, post procedural haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, crohn's disease, migraine, nausea, dyskinesia, dysmenorrhoea, vaginal discharge, alopecia, the last episode of muscular weakness and groin pain outcome was unknown, the abdominal pain lower was resolving and the anxiety, stress, dizziness, arthralgia, vision blurred, fatigue, the last episode of headache and muscle twitching had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, crohn's disease, device expulsion, dizziness, dyskinesia, dysmenorrhoea, fatigue, genital haemorrhage, groin pain, menorrhagia, migraine, muscle twitching, nausea, pelvic infection, post procedural haemorrhage, stress, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of headache, the first episode of muscular weakness, the second episode of headache and the second episode of muscular weakness to be related to essure. The reporter commented: exam: there were 3 coils visualized in the left tubal ostia and 4 coils visualized in the right tubal ostia. The patient tolerated the procedure well. Diagnostic results: transabdominal and transvaginal ultrasound examination. A fibroid measuring 13 x 14 mm was noted and does appear to impinge on the cavity. Examination: ultrasound of the pelvis-transabdominal and transvaginal. Findings: uterus: the uterus is anteverted. It measures 9.0 x 5.1 x 4.9 cm. Endometrium: 4 cm. Essure stents. Are identified within the uterine. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 7-aug-2018: quality safety evaluation of ptc. Incident at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device expulsion ('migration of implant/migration of essure device location of device: uterus/ migrated to my uterus'), pelvic infection ('infection pelvic'), genital haemorrhage ('abnormal bleeding'), haemorrhagic cyst ('cyst that has bled on my right ovary'), post procedural haemorrhage ('post removal vaginal bleeding') and crohn's disease ('crohns disease/ crohns disease') in a 39-year-old female patient who had essure (batch no. A27186) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Other product or product use issues identified: device difficult to use "had a hard time placing the left coil". Medical conditions: there were no fibroids or ovarian cysts seen,no ovarian cysts seen at this time. Previously administered products included for prevent pregnancy: trinessa. Concurrent conditions included menses irregular and ovarian cyst. Concomitant products included contraceptives for topical use and ethinylestradiol;ferrous fumarate;norethisterone acetate (microgestin fe) from (B)(6)2012 to (B)(6)2013. On (B)(6)2012, the patient had essure inserted. In (B)(6)2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6)2014, the patient experienced crohn's disease (seriousness criterion medically significant), 1 year after insertion of essure. On (B)(6)2014, the patient experienced device expulsion (seriousness criteria medically significant and intervention required). On (B)(6)2014, the patient experienced migraine ("migraines") and the first episode of headache ("headache"). On (B)(6)2014, the patient experienced arthralgia ("hip pain") and fatigue ("fatigue/ extreme fatigue"). In 2015, the patient experienced anxiety ("anxiety") and nausea ("nausea"). In november 2015, the patient experienced vision blurred ("vision/eye problems type: blurry"). On (B)(6)2016, the patient experienced post procedural haemorrhage (seriousness criterion medically significant). In 2016, the patient experienced the first episode of muscular weakness ("legs give out") and the second episode of muscular weakness ("legs give out"). On an unknown date, the patient experienced the second episode of headache ("headache"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), haemorrhagic cyst (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), stress ("stress"), dizziness ("dizzy"), dyskinesia ("jerking"), vaginal discharge ("vaginal discharge"), muscle twitching ("twitching"), groin pain ("pinching in groin on right side"), feeling abnormal ("brain fog"), gastrointestinal pain ("bowel pressure that hurts"), musculoskeletal chest pain ("rib problem"), insomnia ("can't sleep"), flatulence ("gas pain"), procedural pain ("had a hard time placing the left coil- pain started out mild"), pain ("little achy") and dyspareunia ("pain after sex"). The patient was treated with paracetamol (pain relief) and surgery (robotic laparoscopic hysterectomy, salpingectomy, cyst removal (ovaries not removed)). Essure was removed on (B)(6)2016. At the time of the report, the device expulsion, pelvic infection, genital haemorrhage, haemorrhagic cyst, post procedural haemorrhage, vaginal haemorrhage, menorrhagia, vaginal infection, crohn's disease, migraine, nausea, dyskinesia, dysmenorrhoea, vaginal discharge, alopecia, the last episode of muscular weakness, insomnia, flatulence, procedural pain, pain and dyspareunia outcome was unknown, the abdominal pain lower and musculoskeletal chest pain was resolving, the abdominal pain, anxiety, stress, dizziness, arthralgia, vision blurred, fatigue, the last episode of headache, muscle twitching, groin pain and feeling abnormal had resolved and the gastrointestinal pain had not resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, crohn's disease, device expulsion, dizziness, dyskinesia, dysmenorrhoea, dyspareunia, fatigue, feeling abnormal, flatulence, gastrointestinal pain, genital haemorrhage, groin pain, haemorrhagic cyst, insomnia, menorrhagia, migraine, muscle twitching, musculoskeletal chest pain, nausea, pain, pelvic infection, post procedural haemorrhage, procedural pain, stress, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of headache, the first episode of muscular weakness, the second episode of headache and the second episode of muscular weakness to be related to essure. The reporter commented: exam: there were 3 coils visualized in the left tubal ostia and 4 coils visualized in the right tubal ostia. The patient tolerated the procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): computerised tomogram - on an unknown date: left coil in my uterus and right coil at the end of my tube mostly in my uterus. Hysterosalpingogram - on an unknown date: migrated to my uterus; on (B)(6)2013: unilateral occlusion (right tube occluded). Ultrasound scan vagina - on (B)(6)2016: device in endometrial cavity. Diagnostic results: transabdominal and transvaginal ultrasound examination. A fibroid measuring 13 x 14 mm was noted and does appear to impinge on the cavity. Examination: ultrasound of the pelvis-transabdominal and transvaginal. Findings: uterus: the uterus is anteverted. It measures 9.0 x 5.1 x 4.9 cm. Endometrium: 4 cm. Essure stents. Are identified within the uterine. Concerning the injuries reported in this case, the following one/ones were reported via social media: "bowel pressure that hurts, brain fog, rib problem, can't sleep, gas pain, had a hard time placing the left coil, had a hard time placing the left coil- pain started out mild, little achy, pain after sex and cyst that has bled on my right ovary" quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 10-oct-2019: social media received. Case was upgraded to incident. Events bowel pressure that hurts, brain fog, rib problem, can't sleep, gas pain, had a hard time placing the left coil, had a hard time placing the left coil- pain started out mild, little achy, pain after sex and cyst that has bled on my right ovary were added. Laboratory data were added. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant/migration of essure device location of device: uterus"), pelvic infection ("infection pelvic") and genital haemorrhage ("abnormal bleeding") in a 39-year-old female patient who had essure (batch no. A27186/a27186) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. Medical conditions: there were no fibroids or ovarian cysts seen,no ovarian cysts seen at this time. Concurrent conditions included menses irregular and ovarian cyst. Concomitant products included contraceptives for topical use. On (B)(6) 2012, the patient had essure inserted. In (B)(6) 2012, the patient experienced vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In 2013, the patient experienced pelvic infection (seriousness criteria medically significant and intervention required), vaginal infection ("vaginal infections"), dysmenorrhoea ("dysmenorrhea (cramping)") and alopecia ("hair loss"). On (B)(6) 2014, 1 year after insertion of essure, the patient experienced crohn's disease ("crohns disease"). On (B)(6) 2014, the patient experienced device dislocation (seriousness criteria medically significant and intervention required). On (B)(6) 2014, the patient experienced migraine ("migraines") and the first episode of headache ("headache"). On (B)(6) 2014, the patient experienced arthralgia ("hip pain") and fatigue ("fatigue"). In 2015, the patient experienced nausea ("nausea"). In (B)(6) 2015, the patient experienced vision blurred ("vision/eye problems type: blurry"). In 2016, the patient experienced muscular weakness ("legs give out"). On an unknown date, the patient experienced genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping"), abdominal pain ("abdominal pain"), anxiety ("anxiety"), stress ("stress"), dizziness ("dizzy"), dyskinesia ("jerking"), vaginal discharge ("vaginal discharge") and muscle twitching ("twitching"). On an unknown date, the patient experienced the second episode of headache ("headache"). The patient was treated with surgery (removal of the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, pelvic infection, genital haemorrhage, abdominal pain, vaginal haemorrhage, menorrhagia, vaginal infection, crohn's disease, migraine, nausea, dyskinesia, dysmenorrhoea, vaginal discharge, muscular weakness and alopecia outcome was unknown, the abdominal pain lower was resolving and the anxiety, stress, dizziness, arthralgia, vision blurred, fatigue, the last episode of headache and muscle twitching had resolved. The reporter considered abdominal pain, abdominal pain lower, alopecia, anxiety, arthralgia, crohn's disease, device dislocation, dizziness, dyskinesia, dysmenorrhoea, fatigue, genital haemorrhage, menorrhagia, migraine, muscle twitching, muscular weakness, nausea, pelvic infection, stress, vaginal discharge, vaginal haemorrhage, vaginal infection, vision blurred, the first episode of headache and the second episode of headache to be related to essure. The reporter commented: exam: there were 3 coils visualized in the left tubal ostia and 4 coils visualized in the right tubal ostia. The patient tolerated the procedure well. Diagnostic results: transabdominal and transvaginal ultrasound examination. A fibroid measuring 13 x 14 mm was noted and does appear to impinge on the cavity. Examination: ultrasound of the pelvis-transabdominal and transvaginal. Findings: uterus: the uterus is anteverted. It measures 9.0 x 5.1 x 4.9 cm. Endometrium: 4 cm. Essure stents. Are identified within the uterine most recent follow-up information incorporated above includes: on 2-apr-2018: plaintiff fact sheet and medical records, new reporter information,essure indication permanent birth control by bilateral occlusion of the fallopian tubes, lot number a27186/a27186,new events: abnormal bleeding (vaginal), abnormal bleeding (menorrhagia), infection pelvic, vaginal infections, anxiety, stress, crohns disease, migraines, headaches, migration of essure device location of device: uterus, nausea, dizzy and jerking, dysmenorrhea (cramping), hip pain, vaginal discharge, vision/eye problems type: blurry, fatigue, legs give out; hair loss, headache and twitching were added. The event migration of essure device location of device: uterus clubbed with previous events incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of implant") and genital haemorrhage ("abnormal bleeding") in a female patient who had essure inserted. The occurrence of additional non-serious events is detailed below. On (B)(6) 2012, the patient had essure inserted. On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain lower ("cramping") and abdominal pain ("abdominal pain"). The patient was treated with surgery (removal of the essure implant). Essure was removed on (B)(6) 2016. At the time of the report, the device dislocation, genital haemorrhage, abdominal pain lower and abdominal pain outcome was unknown. The reporter considered abdominal pain, abdominal pain lower, device dislocation and genital haemorrhage to be related to essure. Incident no lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.